Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated that the infusion device was delivering an inaccurate amount of insulin. The patient was getting elevated blood glucose results. No adverse event reported. Return of the suspect device was requested for evaluation.